Event description:
Colombia. Allegedly, a patient who underwent a breast augmentation procedure on (B)(6)2026, developed ecchymosis and hemorrhagic drainage through surgical drains. Subsequently, wound dehiscence occurred with exposure of the right breast implant. The patient was taken back to surgery for wound closure on (B)(6).

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: dehiscense, extrusion, hematoma.